Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005, 693565 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the left ventricular (lv) lead was not capturing and exhibited high thresholds on four vectors. The lv lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.